Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. All vacuum and flow rates were verified to meet specification. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).

Event description:
A biomedical engineer reported that a surgeon was experiencing surging while in quad mode during cataract surgery. The surgeon has also experienced posterior capsule tears. The system was taken out of circulation. Several attempts have been made to gather additional info, but no further info has been provided.